Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: on (B)(6) 2021, cook received a complaint from (B)(6) ((B)(6) , germany) stating that they had difficulty advancing and removing a ult8.5-38-40-p-32s-clb-rh [ultrathane mac-loc locking loop biliary drainage catheter, lot number 13982261] over a boston scientific .035" dream wire wire guide. The user noted significant resistance while advancing the cook catheter over the boston scientific wire guide. The user changed to an .035" amplatz wire guide and was able to finish the procedure. Reviews of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the devices were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product¿s design history file (dhf) has controls in place to address the failure. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure-related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots found no related nonconformances. A database search did not identify any other events associated with lot 13982261. As there is objective evidence that the DHR was fully executed and there are no other lot-related complaints that have been received from the field, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: "a tfe-coated wire guide must be used with ultrathane catheters." How supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, the root cause for this event has been traced to unintended use error. The customer has reported that a dream wire, manufactured by boston scientific, was used during the procedure. The supplied IFU for ult8.5-38-40-p-32s-clb-rh instructs that a tfe coated wire guide should be used with ultrathane catheters. The boston scientific dream-wire is not tfe-coated but rather has a hydrophilic coating, which likely caused difficult advancement and removal of the ult catheter. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional product codes: fge, lje. Initial reporter occupation: unknown. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop biliary drainage catheter for an internal-external biliary drainage exchange. During the procedure, the physician had difficulty advancing the catheter using a competitor's wire. When the wire was pulled back, the distal tip of the flexible stiffener was kinked. There was "considerable friction" between the wire and catheter with the wire guided directly over the catheter, which made the catheter difficult to remove. The competitor wire was not tfe coated, however the wire and catheter were "sufficiently flushed." A different wire guide was used to place the catheter to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.